Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the pump was received with minor scratches on the display window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin was squirting out during the manual prime process. Insulin pump failed high pressure test. Customer's blood glucose level at the time 187mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.